Event description:
During functional testing, the device displayed a "bridge test fail" message. No pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty. Transistor on the bridge board.